Manufacturer narrative:
The received device had the cannula assembly fully deployed. Damage to top and bottom housing was noted. Cause of physical damage to the pod could not be determined. The exposed portion of the soft cannula appears to have damage been damaged near the distal tip. Misaligned catch beam does not extend far enough to properly secure the slide insert. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose levels reached 278 mg/dl while wearing the pod between 4 and 24 hours (abdomen). As treatment, a new pod was applied.